Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep4099 showed one similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported the patient contacted the chemotherapy helpline as PICC line leakingwhen flushed with saline by the district nurse. The patient attended the unitfor assessment. The PICC line was flushed with saline and was leakingwhen flushed. Fracture site was evident. Action taken: the PICC was removed.